Manufacturer narrative:
The results of the investigation concluded that the distal tip inside diameter met specifications. However, the hemostasis hub had detached from the introducer sheath. Further analysis revealed the header within the hub had not been formed, consistent with the detached hemostasis hub and the reported turning difficulty. Actions to prevent reoccurrence have been implemented.

Event description:
During an electrophysiology procedure, the hemostasis hub dislodged from the hemostasis sheath. The introducer was removed from the patient with no adverse consequences.